Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the infusion set site had been pulled out, the customer did not replace it for hours and had not resumed insulin delivery for a period of time. Blood glucose (bg) was 565 mg/dl. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin, fluids and electrolytes. The customer was discharged on (B)(6) 2018 with the high bg resolved. The customer felt weak and there was no permanent injury. The customer declined further troubleshooting.